Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort due to extra-cardiac stimulation. Additionally, the left ventricular lead exhibited loss of capture; the lead was suspected to have moved, but it was not confirmed. Programming changes were made. The patient was in stable condition.

Event description:
New information received noted that there was no left ventricular lead dislodgement.